Manufacturer narrative:
The customer technical advocate determined that the depressed sodium results were processed in cuvette number 109. The field service representative (fsr) performed a site visit, inspected the cuvettes and found a crack in cuvette 109. The fsr replace the cuvette segment containing cuvette 109, performed a cuvette wash with detergent a, and verified that qc was in specification. No additional discrepant result issues have been reported since the service activity was completed. The alnty c-series cuvette, was determined to be the cause for the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported associated with discrepant or erratic results. A review of complaint and trending data for the alinity cuvette identified no issues or trends. Manufacturing documentation for the alinity cuvette was reviewed and did not identify any issues. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: complete entry = (B)(6). Patient information: no further patient information was provided.

Event description:
The customer reported false depressed sodium results on the alinity c processing module. The following initial and repeat results were provided: sample ID (B)(6): 119 and 135 mmol/l. Sample ID unknown: 120 and 142 mmol/l. No impact to patient management was reported.